Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt presented to the clinic with elevated ldh levels. The pt was put on the 1a transplant list due to hemolysis and received a heart transplant.